Event description:
Patient reported right side, no adverse event specified. Healthcare professional reported "pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound." The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side, no adverse event specified. Healthcare professional reported "pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound." The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side, no adverse event specified. Healthcare professional reported "pain in the right mammary gland, a change in shape, density. Implant rupture detected by ultrasound." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect impact code : f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: no complaint against the device: not applicable as the event is not related to the device. Observed rupture but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.